Manufacturer narrative:
The user reported that pad sparked. Upon further investigation, we found that the cord had been severed by an external source. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.

Event description:
The user reported that pad sparked. Upon further investigation, we found that the cord had been severed and the heating pad was wadded up.